Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 it was reported the patient has a stoma site infection. Green ooze reported from the site. The patient was commenced on unknown oral antibiotics and antibiotic cream. On (B)(6) 2021 it was reported the patient has a further course of antibiotics, currently taking augmentin. Small area of redness noted to patient's stoma site, area slightly hard on touch, patient denies any pain and peg-j tube mobilizing freely. On (B)(6) 2021 the patient was seen by a physician, who took a swab of the stoma site and awaiting results. Patient reports having noticed some improvement in stoma site.